Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. The lead helix screw would not extend or retract inside body. It was noted that the patient had a very tortuous anatomy from cephalic through superior vena cava. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.